Manufacturer narrative:
Further analysis by quality control and r&d confirmed that no further product testing could be completed that would correlate with the reported issue. All routine testing for the lot in question, which corresponds to the primary inputs for the design of the device at the time of release, produced results that all met acceptance criteria. In cases where additional symptoms are present, testing of the reserve product inventory would be required, however in this reported complaint, no further symptoms were reported. Therefore no further testing could be performed that would directly correlate with the symptom identified in the complaint.

Event description:
Limited information was provided. Clinical data collection site reported duramatrix suturable was used on a patient in q2 2021 for a cranioplasty. The patient experienced hearing loss on the right side. Adherus dural sealant was also utilized during the procedure. No additional event information, patient information, or patient outcome was provided. Complainant confirmed no further information will be provided.

Manufacturer narrative:
Additional quality control testing of samples is pending.